Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up and down arrow keypad buttons had delayed responses when pressed. The reporter denied damage to the keypad. The patient reportedly used a protective case, wore the pump exterior to a garment and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn near the up and down buttons. During testing, all keypad buttons were responsive; the complaint could not be confirmed or duplicated. During investigation, the keypad was removed and no contamination or other damage was found.